Manufacturer narrative:
Pt date of birth: unknown. Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while abbott medical optics (amo) clinical development manager (cdm) was at customer site for surgery support there was a suction loss on the left eye (os) of the patient in last four (4) seconds of treatment due to patient movement. It was reported that the doctor was able to complete the treatment using the same pi with sysky hook and to dissect through a couple of tags with no further issues. There was no aborted procedures, no injury and/or no loss of best corrected visual acuity (bcva) reported. It was also reported that the laser was within amo specifications.